Manufacturer narrative:
The pump was received stuck in a flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests due to a flashing white lcd. Unable to verify the grey screen anomaly or button/keypad unresponsive anomaly due to a flashing white lcd. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump constantly flashes a black and white screen. Customer also indicated that the keypad buttons are not responsive. Customer's blood glucose was 200mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.